Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a labrum repair procedure, a microraptor regenesorb anchor broke at proximal 1/3 of the anchor when tying knots over the tissue. The surgeon had to revert to mitek gryphon anchor and arthrex pushloc to secure the loose threads in the labrum, drilling new bone holes. The anchor bit were removed from the patient and a surgical delay greater than 60 minutes was reported. Small void was left in the patient. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(6). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. No relevant clinical information nor the device has been provided, therefore, a thorough medical investigation cannot be rendered nor can the clinical root cause of the reported failure be determined. Based on the information provided on the customer feed-back form, the surgeon used a change in surgical technique to complete the procedure by using a competitor¿s device to secure the loose threads in the labrum, drilling new bone holes. According to the report, the anchors bits were removed from inside of the patient with a surgical delay of greater than an hour leaving a small void in the patient. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.